Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a robotic assisted nephrectomy procedure, the seal on the device popped out of the seal adaptor. A new one was opened to complete the case.